Manufacturer narrative:
A philips field service engineer (fse) was dispatched to install the replacement speaker rack. The device remains at the customer's site.

Event description:
It was reported that the speaker rack required replacement. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.